Event description:
The device was used during a laparoscopic cholecystectomy procedure. The surgeon inserted the veress needle in ruq of abdomen. Insufflation was established. The scope was inserted and bleeding was observed. The procedure was then converted to a laparotomy. A small bleeding artery within the mesentery was noted. The surgeon manually sutured to control the bleeding. The pt was transfused with approx three units of blood.